Event description:
The event is reported as: alleged issue: the foley catheter was placed in a (B)(6) child. There was difficulty to remove the foley from the child. The balloon had to be punctured with a needle in order to remove the foley catheter and was broken down in two parts for the valve area. Pt current condition is fine. Additional info was requested.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.